Event description:
Event description guidant received information that following pocket closure at the implant procedure, this right ventricular lead dislodged. In a revision, the lead was successfully repositioned without adverse patient effect.